Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 3 bd micro-fine¿ + pen needles failed to deliver medication during use. The following information was provided by the initial reporter, translated from chinese: "the online store reported that the end customer purchased 8 boxes of insulin needles, opened 3 boxes and took out 1 for each, but no liquid medicine was produced."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd micro-fine¿ + pen needles failed to deliver medication during use. The following information was provided by the initial reporter, translated from chinese: "the online store reported that the end customer purchased 8 boxes of insulin needles, opened 3 boxes and took out 1 for each, but no liquid medicine was produced."